Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported bg issue due to continued use. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient, alleging that the patient experienced three low blood glucose readings of approximately 28 mg/dl with symptoms described as ¿unable to think, irrational, and crying.¿ the patient was treated with glucagon and cake gel. In addition, the patient had elevated blood glucose of 350 mg/dl. His most current blood glucose reading was 150 mg/dl prior to going to school. The subject animas pump was not available for troubleshooting. Animas has made 3 attempts to contact the reporter back for more information but was not successful. A letter was sent to the patient, requesting a call back. This complaint is being reported because the patient had hypoglycemic results of 28 mg/dl while on insulin pump therapy. Although there was no evidence of a product malfunction, the animas insulin pump could not be ruled out as a contributor of the reported event.